Event description:
It was reported patient experienced a new pain in right knee pain that progressively worsened post-trial. Programming was able to program the leads successfully for targeted pain. Patient was admitted to hospital for assessment and testing. Patient has been resolved at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.